Event description:
It was reported that during a pta treatment procedure, the physician formed, with his fingers, an approximate 45 degree bend on the distal tip of the forte floppy guidewire and placed it across the leision. Under fluoroscopy, as the guidewire exited the guide catheter, the radiopaque tip on the end of the wire could not be visualized. The forte floppy guidewire was removed and replaced with a hi-torque floppy guidewire and the lesion was dilated with a balloon and a stent was placed. The stent delivery system was removed. The patient complained of chest pain. Angiogram images revealed a severe spasm of the left main coronary artery. Vasopressors were administered, and a balloon was advanced and inflated in the left main to help relieve the spasm. A small dissection was noted. The physician placed a stent in the left main to maintain artery patency. The angiogram showed a widely patent left main coronary artery. The patient stablized. Due to the physician's concern that left main coronary arteries have a poor long-term prognosis, he called for a surgical consult. The cardiac surgeon concurred, and the patient went to emergent CABG surgery. The patient is reported to be doing 'very well' post operatively.